Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The contact stated that the ventilator is alarming circuit disconnect when the unit is powered up. Also the ventilator is not reading and there is noise on the pressure wave form. The exhalation transducer was calibrated but the problem was not corrected. There was no patient involvement.